Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale updated: a 61-year-old male with an underlying indication of cardiomyopathy underwent implantation of an impella 5.5 (pump 2; case (B)(4), gu case (B)(4)). The clinical team reported that the patient developed a gastrointestinal bleed and ischemic bowel. Based on the information provided, the patient experienced significant bleeding complications, including gi bleed and ischemic bowel, while supported with the impella 5.5. A device related contribution cannot be determined at this time; further investigation will proceed upon receipt of additional clinical details and/or product evaluation. Bleeding was noted and this is a known risk per our IFU (instructions for use) because of our anticoagulation and purge requirements. The patient survived explant and was bridged to transplant.